Event description:
It was reported that an occlusion alarm occurred. Customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. Customer administered a manual insulin injection and a correction bolus via the pump was delivered to address bg. Customer changed pump supplies to address the issue. Additionally, it was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Reportedly the alarm ultimately cleared, and the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.